Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. No complaints about the functionality of this device were reported. No anomaly noted in the sterilization record. Device exhibited normal device characteristics.

Event description:
A report was received that the patient had significant swelling. When the patient was in the shower, the swollen pocket site burst and opened up completely. The patient was then bleeding and went to the hospital. The patient underwent removal of the ipg. The physician suspected either infection or an allergy although the infection result came back negative.

Manufacturer narrative:
.

Event description:
A report was received that the patient had significant swelling. When the patient was in the shower, the swollen pocket site burst and opened up completely. The patient was then bleeding and went to the hospital. The patient underwent removal of the ipg. The physician suspected either infection or an allergy although the infection result came back negative.